Manufacturer narrative:
Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brushes or sponge. The customer flushed the air/water nozzle/channel with detergent solution. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional evaluation findings were as follows: due to wear of angle wire, the bending angle in the up direction and the play of up/down (u/d) did not meet the standard value, adhesive around objective lens was peeled, plastic distal end-cover had a dent, adhesive on the bending section cover had a chip, a crack and cloudiness. The following parts had scratches: connecting tube, switch 1, objective lens, and protector of universal cord on scope connector side. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. However, the following information is stated in the IFU (instructions for use) which may help to prevent the issue: the operation manual: chapter 3 preparation and inspection. 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the evis lucera gastrointestinal videoscope had reduced angulation issues. Inspection and testing of the returned device found foreign material in the nozzle. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.